Manufacturer narrative:
(B)(4).

Event description:
A report was received indicating that a patient's vns system was exhibiting high lead impedance (>=10,000 ohms) on (B)(6) 2016. The condition was evaluated intra-operatively and resolved via pin re-insertion on (B)(6) 2016. Impedance was found to be normal after pin re-insertion with a reported value of 2,343 ohms.

Event description:
It was reported that the physician had gotten normal impedance values during the implant procedure. The high impedance was identified after surgery.